Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient had faced an infusion set cannula bent event on 01-nov-2024. The event had occurred within three or more hours of insertion. The insertion site had been the abdomen. The infusion set had been in use for 24 hours. The blood glucose level had been high and the patient had received assistance from hospital staff. The patient's ketone level had been high and the health care professional (hcp) had identified the ketone level as life-threatening. The patient had been treated with a correction bolus via pump. The patient had replaced the infusion set and had resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.